Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during a clinic visit it was noted that the patient's controller power cables was severely damaged and had exposed wires. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable damage was confirmed. Visual inspection of the returned system controller (serial number: (B)(6) revealed several tears in the white power cable located approximately 18.5¿ to 19.5¿ from the power cable connector. The underlying shielding was exposed at the location of the outer jacket tears. The system controller was connected to a test power module/system monitor; however, communication with the system monitor was not able to be established. Electrical testing of the white power cable revealed that the orange (transmission communication) wire was shorting to the cable shield. The clear (redundant positive power line) and yellow (alarm) wires were also shorting to the shielding when flexing the cable. The system controller power cables were replaced with test power cables; however, communication with the system monitor was still not established. The controller was disassembled to inspect the internal components and no issues were observed. Circuit analysis performed on the main printed circuit board (pcb) revealed a compromised component in the communication circuitry that resulted in the observed inability to establish communication with the system monitor. The compromised component was replaced, and communication with the system monitor was then established without issue. The controller was then functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 1 day of data (26apr2022 ¿ 27apr2022 per the timestamp). A controller fault alarm activated on 27apr2022 at 20:30:59 due to a controller boost over voltage fault; the alarm remained active for the remainder of the log file. The driveline was disconnected on 27apr2022 at 20:51:59, both power cables were disconnected at 20:52:03, and the controller was put into sleep mode at 20:52:09; these events are consistent with the controller being exchanged. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Although not reproduced during testing, the controller fault alarm observed in the log file could have been potentially related to the clear wire in the white power cable shorting to the cable shielding. During the investigation there were incidental findings. Fuse f4 was open and diode d58 was shorted on the backup battery, resulting in a backup battery fault alarm and backup battery not providing power to the system during testing. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault, backup battery fault, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.